Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed. The instrument tracking spheres were replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the cranial reference frame was noted to be damaged. A second frame was used to complete the subsequent procedure. There was no reported impact on patient outcome. (B)(6) 2019 interface update (rep); medtronic received information that the site swapped out spheres on the reference frame which restored functionality.